Event description:
Example done during training; rn entered the bolus volume of heparin of 1cc, immediate bolus. She pressed confirm and then entered back to status screen. Bolus being delivered properly but rn noticed she forgot to also incroasc the continuous heparin rate so she returned to the syringe flow rate screen to adjust the continuous rate. A second bolus was delivered along with the increased continuous rate.